Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax. The patient stayed in the hospital overnight for additional observation. Although the physician indicated that the pneumothorax was not caused by an ion product and was related to biopsy technique, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The patient required chest tube placement to help resolve the pneumothorax. The physician confirmed that the patient stayed a little over 24 hours at the hospital for observation. The procedure was completed with no additional concerns. The physician reported that the event was not due to an ion system failure. The ion robot system did not malfunction at the time of procedure. The physician explained that the pneumothorax was related to biopsy technique involving the location of the lesion, which in general, places the patient at greater risk for a pneumothorax. The patient was discharged home in stable condition with no additional intervention required.